Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that the seal of a scalpel holder pouch was not intact. The item was not in use and no injury/death was reported. A sample was available for evaluation. A manufacturing lot number was provided for review. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. A review of the sample confirmed that the opened seal was present on the product. Manufacturing engineering was consulted. Packaging material is manually replaced throughout the product lot on the manufacturing machine. The most probable root cause can be attributed to misalignment of the packaging material and the film causing an improper seal to be formed. Therefore, the root cause contributing to the event was due to operating error. Additionally, the pouch label identifies this failure mode with the symbol "do not use if package is damaged". This indicates that the device should not be used if the products sterile barrier system or its packaging is compromised. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that a scalpel holder was discovered with a seal issue. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further information is available on the product at this time. Device was not returned. However, if device becomes available and any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that a scalpel holder was discovered with a seal issue. The item was not in use and no injury/death was reported. This report was filed in our complaint handling system as complaint (B)(4).